Event description:
The facility returned the device for service. During service the the baxter repair technician noted a faulty user interface module printed circuit board (uim pcb) during service. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available..

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703:00 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.